Event description:
It was reported that the patient developed an infection at the pod¿s insertion site and the patient was hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 400 mg/dl. The patient visited the hospital and had the abscess surgically removed. The patient was prescribed cutimed sorbact absorbent pads, foam bandage, cutimed hydrogel, fixomulll stretch, humalog for quickpen injection, dd microfine pen needles and basaglar injection fluid. The patient was discharged from the hospital after 7 days. Ambulant medical services visits the patient at home to clean the abscess wound once a day until the wound has fully healed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.